Event description:
A high balance chamber pressure alarm occurred during a routine hemodialysis treatment. While troubleshooting, the alarm multiple venous air alarms occurred and clotting of the filter was noted. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide when an alarm cannot be resolved promptly. The user's guide includes probable causes and troubleshooting instructions for alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified and will provide add'l training for resolving alarms and performing rinseback in a timely manner. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.